Event description:
Patient reported capsular contracture baker grade IV, "discreet liquid peri bilateral implant", "radial folds", being "uncomfortable pain, [not able] to sleep well.. On the verge of madness with this situation" for device on right side. The device remains implanted. Healthcare professional reported rupture, cyst and "discrete bilateral peri-implant fluid".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
The reported events of capsular contracture (grade unknown) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported capsular contracture baker grade unknown, "discreet liquid peri implant", "radial folds", "feels like a stone", being "uncomfortable, pain, [not able] to sleep well on the verge of madness with this situation" for device on right side. Patient also reported rupture but MRI results indicated there was no rupture. The device remains implanted.